Manufacturer narrative:
The customer returned meter. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. No further investigation is necessary.

Event description:
A customer reported receiving a low reading of 1.1 mmoi/l on her precision optium blood glucose meter. The customer was not sure if she lost consciousness or was asleep during the event. The paramedics were called and diagnosed the customer with severe hypoglycemia. They put the customer on an unknown intravenous drip and oxygen. The customer was not taken to the hospital and did not have any further treatment. It is unclear the cause of the event and the customer was not sure about the meter readings prior to the event. There was no report of death or permanent impairment associated with this event.